Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a problem viewing the device information on the carelink transmission. Technical services provided some recommendations to address the issue including interrogating the patient and re-entering the data on the programmer. The device remains in use. No patient complications have been reported as a result of this event.